Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the printed circuit board (flex assembly) was found to be damaged, corrosion was found on the printed circuit board wires and the sockets, which are probable causes for the reported running without user activation.